Event description:
Dealer states the chair is pulling to the right, he said it appears that the right front headtube is not welded straight on the chair.

Manufacturer narrative:
Follow up to be sent if additional information is received.

Manufacturer narrative:
On 5/27/2015 the device was inspected by the return department and they found that both caster steams are loose and the right caster flutters.

Event description:
Dealer states the chair is pulling to the right, he said it appears that the right front headtube is not welded straight on the chair.